Event description:
During an abdominal hysterectomy, the shim detached from the pks open forceps. The shim was recovered with no pt harm. Another like device was used to complete the case.

Manufacturer narrative:
The territory mgr has confirmed that the device has been discarded by the facility. As a result, no determination can be made. Should further info become available, gyrus acmi will continue the investigation and update the agency accordingly.